Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, based on the information provided, the reported arthrofibrosis with a range of motion of 0-90 degrees is related to the procedure and possibly rehabilitation but cannot be linked to the implant device. Arthrofibrosis is a known complication of major knee surgeries due to excessive scar tissue formation. This procedure was performed more than 4 years ago and no reports of further intervention as a result. The patient impact beyond that which has been reported cannot be determined. No further clinical assessment is warranted at this time. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history did not reveal additional complaints for the listed batch. A review of the risk management file and instructions for use documents revealed this failure mode was previously identified. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint and/or patient condition or reaction. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
(B)(6). It was reported that after a tka performed on (B)(6) 2017, the plaintiff experienced knee arthrofibrosis with a range of motion of 0-90 degrees. A manipulation under anesthesia was performed on (B)(6) 2017 to treat these adverse events. During procedure the plaintiff¿s knee was able to achieve 130-degree flexion, and stability was satisfactory. Plaintiff was transported to recovery room in stable condition.